Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgery on (B)(6) 2023, despite setting the ipg to surgery mode prior to the procedure. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.